Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 68 mg/dl after a meal announcement while using the ilet following a same-day factory reset, and they corrected with oral glucose. Symptoms included low blood glucose requiring treatment with fast-acting carbohydrates. Outcomes included no reported injury, no emergency intervention, and no hospitalization. Investigation included customer care troubleshooting and education regarding algorithm behavior after reset, initial dosing based on entered body weight, insulin on board, and device data interpretation. Investigation of this case revealed no device malfunction reported and that post-reset learning and adaptation could influence initial meal dosing, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.